Event description:
Two caregivers were using a hovermatt to transfer a patient from a hospital bed to an air mattress. Once the patient was over on the new bed, the hovermatt suddenly popped out from under the patient and pushed the patient to the edge of the bed and the patient fell in between the two beds onto the floor.

Manufacturer narrative:
Add'l MFR date: 08/16/2007. We, d.t. Davis enterprises, were notified of the incident on (B)(6) 2010. Two hovermatts were on trial at the facility where the incident occurred. Training was provided by our sales representative, before the hovermatts were put into service at (B)(6). Upon notification of the incident, both hovermatts were removed from use by our sales representative. The matts were returned to the us on (B)(6) 2010 and (B)(6) was contacted for additional information. The clinical manager supplied the information included in this report on (B)(6) 2010. It is uncertain which one of the hovermatts was involved in the incident, so both matts were inspected and functionally tested per our quality assurance procedure. When tested, both hovermatts functioned properly and no defects were found. The reported incident could not be duplicated.